Event description:
Customer reports that when the aqua seal was hooked up to suction, the suction control chamber was bubbling violently and the flow control valve did not regulate the amount of bubbling. At any level of open or closed the suction control chamber continued to bubble violently. At the same time, the patient tubing created no vaccum. They claim there was no suction although the suction control chamber was bubbling violently. No patient injury was reported.

Manufacturer narrative:
As no lot number was available, no lot history evaluation could be performed.